Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump alarmed battery out limit and had a blank display. She said that, two days prior, she had replaced the battery and within 3 to 4 minutes, the pump alarmed battery out limit. She said that today the pump died without a warning and that her blood glucose was 400 mg/dl. The customer treated with a bolus. She tried performing a self-test and nothing happened. During blank display troubleshooting, the customer said that the battery cap was pushed out of the slot and that it looked like normal wear and tear. The display did return. She is not calling back after receiving the replacement battery cap. The customer mentioned that she takes her pump off while she showers but leaves it in the bathroom. Therefore, she knows that her pump is exposed to humidity. She was advised that as long as she does not see any cracks, that should not affect the pump. The customer declined troubleshooting for the low battery alert, high blood glucose and the battery out limit alarm. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump had blank display due to faulty mother board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, low battery alarm due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.